Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The catheter has a leak in the hose where it drips when infusing liquid.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, this complaint could not be confirmed. Since there was no sample or visual evidence provided, establishing a root cause for the reported issue is not possible. Since there was no sample or visual evidence provided, establishing a root cause and an appropriate corrective action for the reported issue is not possible. There were two other complaints found in lot.